Event description:
It was reported that as doctor was drawing up medication, foreign matter was discovered stuck to the plunger with a bd 1ml syringe luer-lok¿ tip. The following information was provided by the initial reporter: as the doctor was drawing up the medication into the syringe, he noticed there was some ¿brown gooey something¿ stuck to the plunger. The reporter described it as looking like a ¿brown drop of glue¿ on the plunger inside of the syringe. The medication was not used. The patient successfully received a dose from a new eylea kit.

Manufacturer narrative:
H.6. Investigation summary: two photos and one loose 1ml ll syringe were received. The photos depicted a 1ml ll syringe with what appeared to be eylea medication drawn into the fluid path and stopper at 0.5ml. The plunger rod was observed to have a light brown round spot near the stopper. The physical sample received had no fluid in it but appeared to be the same sample. The plunger rod was observed to have the same light brown spot outside the fluid path as in the photos provided. Under magnification and manipulation the foreign matter appeared to be attached to the outer surface of the plunger rod surrounding one ejector pin mark and was likely oil residue from the molding process. The foreign matter was larger than level 3 in size and rejectable per product specification. The plunger rod was identified to be from mold (B)(4). Potential root cause for the foreign matter defect is associated with the molding process. (B)(4). No corrective actions are necessary based on the defective rate identified. Batch 6147966 is considered in compliance with our product specification requirements. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see section h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that as doctor was drawing up medication, foreign matter was discovered stuck to the plunger with a bd 1ml syringe luer-lok¿ tip. The following information was provided by the initial reporter: as the doctor was drawing up the medication into the syringe, he noticed there was some ¿brown gooey something¿ stuck to the plunger. The reporter described it as looking like a ¿brown drop of glue¿ on the plunger inside of the syringe. The medication was not used. The patient successfully received a dose from a new eylea kit.